Event description:
Dexcom g6 sensor error greater than 3 hours. This was after an hour of inaccurate sensor readings (reference previous medwatch reports). Had to replace sensor. Still under review by dexcom to replace their faulty product.